Event description:
It was reported that the surgeon performed a revision surgery due to the patient reporting post-operative pain. The patient was initially implanted with pedicle screws bilaterally at l4, l5 and s1 which were connected with heads, rods, and locking caps on (B)(6) 2013. The revision surgery was performed on (B)(6) 2014 due to two sets of screws becoming loose and two rods dislodging from the tulip head of the screw at s1. The surgeon replaced the rods, screws, heads and locking caps. The revision was successfully completed with no delay and no patient harm. This is report 5 of 8 for complaint (B)(4).

Manufacturer narrative:
The product development event evaluation was performed. Two 6.0mm ti curved soft rod 55mm products were received for evaluation with the complaint category "loose". The sc reported that the patient experienced post-operative pain caused by the click-x screws becoming loose and the rod dislodging from the tulip head of the screw. The date of manufacture for the returned rods is 15-mar-2006. The rods and locking caps are used with the click''x top loading system used with the spinal posterior screw fixation system. The investigating engineer reviewed drawings for conformance. Due to the lack of technical information available to the investigating engineer, the drawing review could not confirm that the returned locking caps conformed to dimensional specification at the time of manufacturing and could not confirm that the parts passed inspection requirements. The raw materials and finishing processes could not be confirmed due to the lack of technical information available to the investigating engineer. The loosening of the rod is most likely due to improperly placing the screws too close to the end of the rod allowing for an inappropriate construct. However, due to the incomplete technical information available to the investigating engineer, the design evaluation cannot confirm the design of the returned part to be adequate for the intended use, and therefore, the design evaluation for the returned part is deemed indeterminate.

Event description:
From x-rays'' summary, it was reported posterior decompressions have been completed from l4 through s1. There are bilateral pedicle screws in place lateral to l4 and l5 vertebral body levels. There is no loss vertebral body height. There is minimal anterior spondylolisthesis of l5 on s1. No other misalignment of the vertebral bodies is demonstrated. The examination is otherwise unremarkable.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. (B)(6). Additional product code: mni. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Additional narrative: the manufacturing evaluation was completed. Six click-x locking caps and 2 rods were retuned in a plastic bag. The gold surfaces of all parts were visibly ruined (see pictures in analysis report). The reference numbers etched on three click-x locking caps were illegible due to post production damages. Only the lot number of one cap was still legible and corresponds to the one reported in the complaint. Three caps out of six were inspected and found to conform to specification. The other three were too damaged for inspection. Visual inspection of the three nonconforming parts showed that the damages were due to post production damages. Two rods had severe damages (scratches) close to the ends. The diameter of the two rods was inspected and was found to be conformed to specification. No evidence of non- conformance manufacturing related issues found. The returned parts were inspected. The three click-x caps and two rods met all specification requirements. The other 3 click-x caps were not inspected since they were seriously damaged during post production. No evidence of manufacturing related nonconformance found. Since all returned parts could not be inspected accurately due to post production damages, the complaint disposition was indeterminate.